Event description:
The orange sheath of the monopolar curved scissors was cracked and slightly peeled back after gray sheath removed at pot-op inspection. Gray sheath correctly installed, all orange areas covered. Surgeon aware; no apparent missing parts. Port-op x-ray taken. Instrument removed from service. Nine lives remaining in instrument lives.